Manufacturer narrative:
The pump was returned to animas for eval. The keypad was found to be intact; no peeling or lifting was observed. The down arrow keypad button was intermittently responsive during testing. During investigation, the down arrow key contact was observed to be inverted and misaligned. The up arrow key contact was found to be misaligned. Eval confirmed that the button symbols are worn. There was evidence of keypad contamination found under all key contacts.

Event description:
It was reported that the keypad buttons were sticking and intermittently unresponsive. A family member reported that the down arrow keypad button has been intermittently unresponsive for the past week. She noted that the down arrow button does not click and spring back, and is sticking in the down position. The family member confirmed that the rubber keypad is intact, but noted that the button symbols are worn. She stated that the pt wears the pump in a pouch on her waist.